Event description:
--

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. X-ray examination was performed. The header wire(s) were found to be fractured. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case.

Manufacturer narrative:
Following product return and completion of laboratory analysis this event will be further updated. At this time there is no additional information.

Event description:
Boston scientific received information that a red alert was detected for high out of range shock impedance measurements. This device and associated right ventricular (rv) lead will be tested in the near future to confirm whether the out of range (oor) measurements were due to connection issue or lead integrity issue. It was also noted there was an abnormal beat on the rv channel, which was most likely oversensed during threshold testing. Myopotential testing was performed, and oversensing was not reproduced. Technical services (ts) was contacted to discuss the high oor shock impedance issue, and provided various troubleshooting methods to determine root cause. Ts also discussed that besides the one oor measurement, all other measurements were normal and within range. Most likely not a lead issue. Subsequently, additional information was received that this patient was brought back to the hospital for a follow-up. Testing and pocket manipulation were done prior to system revision. The decision was made to explant and replace this device. Once the device was explanted, a clear separation between the header and the device body was visible. All lead measurements were normal with a new device. There were no adverse patient effects reported and the explanted device is expected to be returned for a post market evaluation.